Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead pulled back into the subclavian region and the patient experienced muscle stimulation in his left and right abdomen and pocket. Noise was noted on the lead when the patient took a deep breath. There was loss of atrial capture at maximum output. The lead was ex- planted and replaced.